Event description:
The customer reported that the side panel has a zipper that has damage but couldn't provide more information about the specific zipper damage. This was discovered while in use; however, there was no patient incident or injury that occurred. Inspection of the product found that the front window zipper separates when twisted.

Manufacturer narrative:
(B)(4) (zipper damage). Evaluation: results: evaluation of the product found that the front side window zipper is damaged. When the zipper is closed, the elements separate when the zipper is twisted. (B)(4).